Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 220 units of insulin. Reportedly, the insulin gauge displayed 160 units after the delivery of 11 units. The customer's blood glucose level was 80 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.